Event description:
It was reported that the device had two power on resets. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event. It was later reported that due to the patient's anxiety and medical judgment, the device was removed and replaced.

Event description:
It was reported that the device had two power on resets. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters (por) were noted as two por's for write to locked ram, occurred on (B)(4)-2011 18:17:46 and (B)(4)-2011 16:01:59. One patient alert for por occurred on (B)(4)-2011 16:01:59.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters (por) were noted as two por's for write to locked ram, occurred on (B)(4) 2011 18:17:46 and (B)(4) 2011 16:01:59. One patient alert for por occurred on (B)(4) 2011 16:01:59. Evaluation summary: (B)(4) the device was returned and analyzed. A random access memory (ram) chip memory error was found in the analysis.